Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began at the end of the day (time unspecified) on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿260 and 400¿s mg/dl¿ with the subject meter which he felt were high compared to his feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient also informed that he found an ¿older batch of test strips¿ (unspecified lot #), tested on the subject meter and obtained a blood glucose reading of ¿70 mg/dl¿ which he compared to ¿260 and 400¿s¿ obtained with the subject test strip lot. The patient manages his diabetes self-adjusted insulin (apidra and triseba) and claimed that in response to the alleged elevated readings obtained on the subject device, he increased the dose of medication; administering 4-6 extra units of apidra and 2 extra units of triseba. The patient reported that approximately 1 and a half days after the alleged inaccuracy issue began, he developed symptoms of ¿sweating, shaky and unable to think clear.¿ the patient reported that at 3:30 p.m., on (B)(6) 2017, he obtained a blood glucose reading of ¿260 mg/dl¿ with a pharmacy meter (onetouch ultramini) and the subject test strips. The patient also informed that he found an ¿older batch of test strips¿, tested on the subject meter and obtained a blood glucose reading of ¿70 mg/dl¿. There was no indication that the patient received medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s test strips have been further evaluated by lifescan product analysis with the following findings: the additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was also performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The alert date of follow-up #2 should have stated (B)(6) 2017 and has been updated on this submission. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.